Event description:
It was reported that during an unknown procedure, the clip cut the vessel upon clipping. It is not known how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er420 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the instrument was cycled and it fed and formed seven conforming clips and it ejected nine clips; finally, the device locked out as intended. Please note that an investigation has been initiated to address the potential root cause of the dropping/ejected clips. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the shape of the clip? At what firing did the issue occur? How was the damaged vessel repaired? Did the damage to the vessel altar the intra-op or post-op care of the patient? How was the procedure completed?